Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error and battery failed during self test. The customer also stated that the keys were responding and there was not anything wrong with the buttons. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board. Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no failed battery test noted. Pump error 63 alarm confirmed in the insulin pump history file due to broken trace on keypad assembly.